Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Troubleshooting was performed. It was stated that the buttons on the insulin pump were not responding. Customer was advised to observe time clock for one minute to verify if time advances and it was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.